Event description:
On (B)(6) 2016, information was received from a consumer regarding an unknown patient who was receiving an unknown medication via an implantable pump for an unknown indication. On an unknown date, the patient's pump failed and they experienced withdrawal. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.